Event description:
(B)(6) 2021 MDR=no. Tracheostomy/silicone - bivona tubes adult tts had leaking occur after four days. Malfunction not likely to cause or contribute to death or serious injury. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned for investigation, and leak testing confirmed the leak. Examination of the device found holes within areas of wear. This size and shape of the holes were not consistent with any manufacturing-related potential causes. The damage was determined to have most likely been sustained after the device left smiths medical, but the exact cause could not be identified.